Event description:
A facility reported the dr did not like the way the intraocular lens (iol) looked. Add'l info rec'd from a nurse reported the event resulted in a tear in the posterior chamber of the eye. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There are no other complaints reported in this lot number. Add'l info was requested on 05/08/2008 by mail and by fax.